Event description:
It is reported that when the articular surface was opened, it was noticed that the screw and metal backplate was missing. Associate had to open a second surface, in order to use the screw and backplate from that packaging. Surface, in question, was implanted in pt.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.